Event description:
The svc report shows the audio alarm not functioning. The nellcor puritan-bennett customer support engineer verified the audio alarm to be inoperative. The nellcor puritan-bennett customer support engineer reported that he replaced the audio alarm. The customer support engineer verified no pt involvement. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.